Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: error e104; scratches on distal end; minor cracks on the side of the video connector. Based on the investigation, the most probable cause of the reported issue is due to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope was broken. There were no reports of patient harm.